Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the unable to pause allegation. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6

Event description:
It was reported by the patient that their pdm (personal diabetes manager) continued to deliver insulin when the omnipod system was paused. Patient reported their blood glucose levels declined but did not provided a specific glucose level.